Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user could not establish connectivity to a freestyle libre 3 plus sensor because the sensor had been first activated in the abbott app, resulting in the ilet app indicating the sensor was already in use by another device. No adverse clinical symptoms reported. Outcomes included use of bg run mode with manual blood glucose entries and referral to the sensor manufacturer for potential replacement. User support included customer support review and guided troubleshooting and education. Investigation of this case revealed that the sensor pairing was incompatible once activated on a different device, and that the ilet could not connect to a sensor already claimed by another app, consistent with expected device behavior. It was concluded, based on previously established findings for similar reports, that user setup error and use error related to sensor activation on a non-compatible or alternate device caused the event.